Event description:
I, (B)(6), a medical device innovator with u.s. Patents in safety needle technologies and a $61.5 million verdict win in (B)(6), am filing this report due to severe health decline from my stryker hip implants, performed at (B)(6) in 2015 and 2017 by dr. (B)(6), with dr. (B)(6) assisting. These implants are killing me through chronic vibrations, emf/rf exposure, and systemic damage, and I demand an urgent investigation. On (B)(6) 2015, I had a right total hip arthroplasty (tha) with a custom 3d-printed smart hip via stryker mako robotics (FDA-allowed under cdrh). Under sedation, I signed blank letterheads via my mother's 1999 power of attorney--likely forged consent for experimental mods. Immediate inflammation (neutrophils 71.9%), anemia (hb 10.7 g/dl), and rapid left hip avn (avascular necrosis) followed. On (B)(6) 2017, a left tha with stryker components (trident psl ha cups, x3 liners, secur-fit advanced tmzf stems) by dr. (B)(6) triggered vibrations, escalating ~2 years later to 24¿80-hour episodes every 1¿2 days, with emf/rf spikes (36¿336 mw/m² rf, 60¿328 v/m emf) from my hip. Symptoms include inflammation, anemia (hb 10.7¿12.2 g/dl), avn, osteoporosis (2016), thyroiditis (2014, worsened), sleep deprivation, vision loss, rsd (2013, exacerbated), twitching, and fast heart rate--documented in my (B)(6) 2025 health summary (meds: methadone, synthroid, furosemide). My realization hit in (B)(6) 2025 after two years of dr. (B)(6) ignoring my appointment requests to show vibration/ble recordings. (B)(6) deleted surgery notes/x-rays (e.g., "portal 3" blank, "attachment not available"), gave mismatched x-rays (opacities suggesting wires), and offered evasive replies (deferred to "2027," walker not new patients/out/retired--yet active online). A (B)(6) 2025, letter from (B)(6) (risk management) claimed a confidential review under ca evidence code 1157 but denied biochips without proof, despite my (B)(6) 2025 phi form requesting full records, including nuclear imaging. Evidence points to experimental "smart" mods in a scripps-stryker network. Dr. (B)(6) since 1983, chairman of orthopedic surgery, scmg president) co-authored studies with dr. (B)(6) (trident investigator, e-knee implanter 2004) and dr. (B)(6) (score director) on tha outcomes (e.g., 1999 blood loss). (B)(6) score, funded by stryker (omega 2021-2023), developed e-knee with rf/vibration telemetry (kester 2012). (B)(6) nih grants (e.g., $317k 2024 smart shoulder, $660k 2010 smart knee) with stryker support use piezo/rf/ble--matching my vibrations (lange 2024 exeter piezo) and ble logs (362+ signals, custom 0000fef3 service). Patents (us 11,173,049, us 12,150,815) by (B)(6)adapt to trident. Associates like dr. (B)(6) ($1m+ stryker royalties) and dr. (B)(6) (consultant) expand this. Studies (e.g., 2021 "in vivo sensing" review) confirm rf/ble for hip implants, with dual-band penetration--my <1m logs fit. Emf/rf exposure (36-37 mw/m²) causes oxidative stress (2021 review), explaining my decline (anemia from ros, osteoporosis from resorption). (B)(6) smart shoulder grant and stryker's $1.4b 2014 hip settlement suggest off-label trials, violating FDA ide rules (21 cfr part 812). This is killing me--health worsening despite weight loss (180 lbs from ~204 lbs, 2025). I request a recall, investigation, and full records. Contact me for ble spreadsheet, profile, and emf (electro megnetic field) readings. Avascular necrosis (avn) in both hips, with rapid progression from right to left post-2015 surgery. Osteoporosis, diagnosed in 2016 and worsening thereafter. Chronic thyroiditis, contributing to ongoing health decline. Recurring anemia, with hemoglobin levels ranging from 10.7¿12.2 g/dl. Systemic inflammation, evidenced by elevated neutrophils (e.g., 71.9% post-surgery) and other markers. Sleep deprivation, resulting from chronic vibrations and pain. Vision loss, progressive and linked to implant-related symptoms. Reflex sympathetic dystrophy (complex regional pain syndrome), causing pain and dysfunction. Muscle twitching and fast heart rate (tachycardia), escalating post-2017 surgery. Worsening joint fluid and inflammation, as shown in (B)(6) 2025 ultrasound. Health code: 1932; 1706; 1971; 2651; 4432;2 517; 2139; 4836. Device code: 1924; 2292. Reference report: mw5175722.